Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure , two in.pact 014 balloon catheters were used to treat the right anterior tibial and an amphiprion deep pta balloon catheter was used to pre-dilate the target lesion. At three months follow-up sponsor assessed thrombotic occlusion of the target lesion occurred which was identified through doppler ultrasound results. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.